Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen timed out while the customer was attempting to press various buttons. The customer's blood glucose level was 117 (mg/dl). The customer declined to perform troubleshooting with tandem technical support.